Event description:
A 2.5 mm diameter x 30 mm length endeavor resolute rx coronary stent system was inserted into a pt for the treatment of a proximal rca lesion. The vessel morphology was reported as non-tortuous with no calcification. The lesion was pre-dilated with two balloons. It was reported that the physician was attempting to advance the delivery system to the lesion; when exiting the guide the stent dislodged from the tip of the guiding catheter. The stent was removed from the pt and the lesion pre-dilated and a second endeavor resolute coronary stent was successfully implanted. No additional clinical sequelae were reported and there was no injury to the pt. Medtronic has received the device and its analysis has been completed. The stent was not returned with the delivery system. The returned balloon showed evidence of inflation. The balloon was inflated with no issues noted with the delivery system. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.